Event description:
A patient was implanted with a simplify device at c4-5. It was found that the device had migrated posteriorly into the canal resulting in a dural tear and a csf leak. The surgeon removed the simplify device and replaced it with a prodisc c sk device on (B)(6) 2025. The pdc sk device did not resolve the csf leak so the implant was removed on (B)(6) 2025 and the patient was fused.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a simplify device at c4-5. It was found that the device had migrated posteriorly into the canal resulting in a dural tear and a csf leak. The surgeon removed the simplify device and replaced it with a prodisc c sk device on (B)(6) 2025. The pdc sk device did not resolve the csf leak so the implant was removed on (B)(6) 2025 and the patient was fused. A DHR review found no anomalies associated with this complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under (B)(4). No pre-removal imaging was provided. There were no anomalies identified during the complaint investigation, the removal was completed as the pdc sk device did not resolve the csf leak. The submission is 1 of 1 devices involved in this event.